Event description:
It was reported that an ilet bionic pancreas did not power on and did not accept a charge after possible water exposure while the user was on a cruise, and the inductive charging pad displayed a solid green indicator; a replacement device was arranged and the user will return the original device. Symptoms included no alerts or alarms and loss of pump function. Outcomes included interruption of insulin delivery from the pump, with the user advised to continue glucose monitoring using dexcom. Investigation included complaint intake review and troubleshooting and education with the user, which did not resolve the issue. Investigation of this case revealed a suspected device malfunction consistent with battery depletion or power/charging failure, potentially associated with fluid ingress affecting the pump or charging interface. It was concluded, based on previously established findings for similar reports, that the cause was likely device malfunction due to environmental exposure leading to power system failure.